Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill multiple cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer was able to successfully fill a third cartridge after starting the load process from the beginning. Blood glucose level was 118 mg/dl.